Manufacturer narrative:
(B)(4). This is a spontaneous report by a consumer from (B)(6) of peritonitis in a male patient (age not reported) coincident with extraneal viaflex, dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies. On unspecified dates, the patient began treatment with extraneal viaflex 1500 ml daily, dianeal-n pd2 1.5 (dose, frequency not reported), and dianeal-n pd2 2.5 (dose, frequency not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the patient's family contacted baxter (B)(4) technical service center and stated that the patient had experienced peritonitis which required hospitalization. The cause of the peritonitis was not reported. It was not reported if laboratory data or diagnostic testing were performed, if remedial therapy was rendered, if dianeal unknown therapy was ongoing or if the event of peritonitis had resolved. The consumer did not provide an assessment of causality for the event of peritonitis in relationship to dianeal unknown therapy. Follow-up information was received on 03oct2011: at the time of this report, the event had already been completely resolved and pd therapy was continued unchanged. The physician believed that the event was not related to pd solution, because the event was caused by (B)(6). A causality assessment was not provided for the event of peritonitis in regards to extraneal viaflex, dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies.

Event description:
Baxter (B)(6) received report from a patient's family that the patient was hospitalized due to peritonitis. Outcome and causality were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4) - the device product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.